Event description:
According to the reporter: procedure: roux-en-y. After firing the device, the anvil did not tilt properly. When the device was removed, the surgeon noted damage to tissue and minimal bleeding. No piece fell into patient's cavity. The surgery time was not extended by more than 30 minutes. The issue was resolved. No further pt information was provided.

Manufacturer narrative:
Date of initial report: 8/6/2009.